Event description:
New information received notes that the device was not involved with a patient implant as it was found to be at end of service prior to being involved with a patient.

Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's insertable cardiac monitor. No information regarding intervention or adverse patient consequences were reported.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Review of the device image indicate there was a false eri alert triggered consistent with exposure to cold temperature. Electrical, and mechanical analysis performed indicated normal functionality. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to distribution. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.